Event description:
It was reported that this right ventricular (rv) lead was exhibiting shock lead impedance low out of range during device changeout. The lead remains in service. No adverse patient effects were reported.